Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the suction events and low flow was patient condition related due to the ps trending down over the course of the case with increasing suction alarms at the end. Additionally, noted patient aortic aneurysm, diffuse disease on left side, and very stenotic lesion in left femoral with the case resulting in patient passing. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 73-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient complained of right hip pain. The nurse was unable to doppler pulses in bilateral lower extremities. The physician noted that the patient had a large abdominal aortic aneurysm and was concerned about possible embolic shower from the aneurysm. It was noted that the patient had diffuse disease in the femoral vessels. A few hours later, an on-going suction alarm sounded, but the nurse stated that the patient passed away. The post-procedure outcome is expired on support. The impella functioned at p-7 at 2.8l/min. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock.